Event description:
It was reported that the handpiece continued to run on its own during testing, then ceased to work at all. There was no pt involvement or any adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the bearings were worn and the gear-train was seized. The bearings, trigger motor, and washers were replaced. The device will be returned to the customer.